Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the external force to the distal end of the subject device due to the inappropriate user handling. Olympus stated the appropriate handling of gf-uct260 and the counter measures against abnormalities in the instruction manual of gf-uct260.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that there were missing part of the glue the ultrasound transducer. There was no patient injury associated with this report.